Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
The physician reported that the pt had myocardial infarction due to stent thrombosis.